Event description:
It was reported that the patient no longer uses his speech processor because he feels pain. The patient feels pain and electrical stimulation at the implant zone with any program. All the external equipment was checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.